Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown knee femoral sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that the patient had a sigma size 3 fb tibia and a size 3 left sigma ps femur w/ a 20 mm cemented sleeve and cemented stem size (either 60 or 90) in the left knee. Patient had severe bone loss and sleeve and stem junction broke. Stem was well fixed and cemented sleeve was loose. Patient was revised to a xx-small lps femur and a 2.5 mbt tray, 45 mm sleeve and 75x14 stem on (B)(6) 2019. The implant date is unknown.

Manufacturer narrative:
Depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.